Event description:
It was reported that the tip of the pedicle feeler was loose during a surgical procedure conducted at the user facility, which could cause a potential inaccuracy. The surgeon confirmed accuracy throughout the procedure, and no adverse consequences, medical interventions, delays, or impact to the patient were reported with the event.

Manufacturer narrative:
The reported event that the tip of the pedicle feeler was loose was confirmed through the device inspection. It was observed that the screw was loose, causing the tip to become loose. Any physical impact to the device can cause product damage.

Event description:
It was reported that the tip of the pedicle feeler was loose during a surgical procedure conducted at the user facility, which could cause a potential inaccuracy. The surgeon confirmed accuracy throughout the procedure, and no adverse consequences, medical interventions, delays, or impact to the patient were reported with the event.